Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a site change, the user experienced hyperglycemia while using the ilet, with a peak glucose of 469 mg/dl and sustained readings above 180 mg/dl for approximately 5¿6 hours; alerts for glucose above 300 mg/dl persisted for over 90 minutes, and guidance included manual glucose checks, a site-only change, and instructions to complete a full supply change if glucose continued to rise. Symptoms included hyperglycemia without ketone testing, without need for assistance, and without acute complications. Outcomes included no professional medical intervention and no hospitalization. Investigation included complaint intake review, user counseling on troubleshooting steps, and repeated follow-up attempts. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no confirmed malfunction of the infusion set, cartridge, or connector, and no backup therapy used. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and remained unclear.